Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. While the patient's surgeon indicated that he appeared to have a recurrent hernia, this has not been confirmed. However, recurrence is a known inherent risk of the procedure and is listed in the adverse reaction section of the IFU as a possible complication. Based on the information provide at this time, no conclusion can be made. Should additional information be obtained this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2016 - the patient underwent a laparoscopic removal of an adrenal tumor. Approximately 3-4 trocar insertion sites were created during this procedure. On (B)(6) 2016 - the patient underwent a colonoscopy. On (B)(6) 2016 - the patient noticed a large bulge on his abdomen that grew from the size of a "grapefruit" to the size of a "soccer ball." On (B)(6) 2016 - the patient was diagnosed with a ventral incisional hernia and underwent repair. He was implanted with a bard phasix mesh. On (B)(6) 2016 - the patient had a follow up visit with his surgeon and reported concerns of an abdominal bulge he noted on his abdomen in the area of the repair. His surgeon indicated that he appeared to have a recurrence of the incisional hernia and would need to have an additional surgical procedure to repair it. It is reported that the patient has had chronic lower back pain and due to the back pain his surgeon has postponed the additional surgical procedure. As reported he has a follow up appointment with his surgeon to re-evaluate. It is reported that the patient has lost about 60 lbs. Since the implant.